Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited intermittent crosstalk of atrial paced events causing inhibition of ventricular pacing. The patient felt lightheadedness for past few weeks but it is unknown if it is because of the device malfunction. The device was reprogrammed and the oversensing was resolved. The patient was stable.